Event description:
It was reported that slow balloon deflation occurred. The target lesion was located in the superficial femoral artery. A 5.0mmx100mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, the balloon was extremely difficult to inflate and deflate. The balloon was removed from the patient when it got deflated from the initial inflation. The procedure was completed with another of same device. There were no patient complications nor injuries reported.